Manufacturer narrative:
Model number/catalog number: 72400024. Serial number: n/a. Batch/lot number: 1100606794. Model/catalog description: balloon. Unique identifier (UDI) # (B)(4). Model number/catalog number: 72404130. Serial number: n/a. Batch/lot number: 1100797667. Model/catalog description: cuff. Unique identifier (UDI) # (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom is a known risk associated with this device type and indicated as such in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced urinary retention. A cystostomy was performed with suprapubic catheter placement for bladder drainage. Upon inspection, a blocked pump with the presence of air was identified. As a result, the device was explanted and replaced. No further patient complications were reported.